Event description:
It was reported by the patient that she had been having issues that resulted in hospital visits. The issues were suggested to be related to the vns device. Information was later received from the patient¿s mother who stated the patient was presenting with new seizures. The vns magnet was used to abort one of the seizures and this was effective. No additional relevant information has been received to date.